Event description:
A report was received that the patient¿s ipg was not working due to malfunction. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not working due to malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the lead was explanted. During the procedure, it was determined that the lead had fractured and there seem to be some markings on the ipg that might indicate that it was in contact with a fractured lead. Additional suspect medical device component involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient was experiencing pocket stimulation prior to revision. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint could not be confirmed. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the lead passed photographic tests performed. The lead was cleanly cut and only the proximal ends were returned. The paddle portion of the lead was not returned. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Aside from the clean cut, no additional damage was identified on the returned portion of the lead.

Event description:
A report was received that the patient¿s ipg was not working due to malfunction. The patient will undergo an ipg replacement procedure.